Manufacturer narrative:
Corrected data: upon further review it was noted that product evaluation codes in h6 were inadvertently missed in the first follow-up report submitted. This correction report is being submitted to correct this. Fields below have been updated: section h6: type of investigation: 10 (testing of actual/suspected device) section h6: investigation findings: 114 (operational problem identified) section h6: investigation conclusion: 4315 (cause not established). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that component code of 4755 was incorrectly indicated in the initial report. Correct component code is 4742 (inserter). Field below is updated. Section h6: component code: 4742. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr 26, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the handpiece had a damaged cartridge and a bent plunger rod. The complaint handpiece was received with the plunger rod fully advanced. The plunger rod could be observed to be bent, in a way consistent with a handpiece that was dropped. The cartridge tip and cartridge were severely deformed and had stress marks; however, no crack was identified. Therefore, the cartridge damage observed is within acceptable parameters for a used cartridge. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. The complaint issue " dc-cartridge tip cracked/damaged " was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted., hence not explanted. Section e1: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an event with patient contact, cartridge only, partially inserted, had cartridge tip cracked/deformed. No other information was provided.